Event description:
It was reported that the guidewire punctured the catheter. The 95% stenosed target lesion was located in the non-tortuous and very tightly calcified subclavian artery. An opticross 35 and amplatz guidewire were selected for arterial intervention. However, while advancing the catheter over the wire, the back end of the wire exited the side of the shaft of the catheter, basically poking a hole through the wall. The device was removed intact, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b - pro code (product code): obj, itx. Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was revealed that no issues were found, and the device appears to be in good conditions. No damages or failures were observed on the ccp (catheter code pcba) board assembly. During microscopic inspection, the guidewire exit port and tip were in good condition. An impedance test was performed with the above referenced calibrated equipment. Impedance testing shows an electrical open distal wave form. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The mdu and ilab system were used to perform a functional inspection on the device. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. No other issues were identified during the product analysis. Based on the evidence, the damaged/defective can be confirmed, since the open distal found during the impedance test could have contributed to image lost. The device interaction with another device cannot be confirmed, since this code was not found during product analysis and only the device was returned.

Event description:
It was reported that the guidewire punctured the catheter. The 95% stenosed target lesion was located in the non-tortuous and very tightly calcified subclavian artery. An opticross 35 and amplatz guidewire were selected for arterial intervention. However, while advancing the catheter over the wire, the back end of the wire exited the side of the shaft of the catheter, basically poking a hole through the wall. The device was removed intact, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b - pro code (product code): obj, itx.